Manufacturer narrative:
This is the second of 2 reports. Subject device remains implanted.

Event description:
It was reported that approximately 5 month-post successful stent-assisted coil embolization of an aneurysm located on the basilar apex, the patient suffered a transient ischemic attack (tia). Treatment was required with hospitalization/prolonged hospitalization. The adverse event was resolved without residual effects. According to the clinical events committee (cec), the tia was related to the atlas stent (subject device). According to the site, the tia was related to pre-existing condition/co-morbidity/medication.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, tia (transient ischemic attack) is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event expiration date: added. Manufacturing date: added.

Event description:
It was reported that approximately 5 month-post successful stent-assisted coil embolization of an aneurysm located on the basilar apex, the patient suffered a transient ischemic attack (tia). Treatment was required with hospitalization/prolonged hospitalization. The adverse event was resolved without residual effects. According to the clinical events committee (cec), the tia was related to the atlas stent (subject device). According to the site, the tia was related to pre-existing condition/co-morbidity/medication.